Event description:
It was reported that the pump exhibited error code 41627. There was no patient involvement and no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection a worn downstream occlusion (dso) seal, and a loud motor. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the printed wiring assembly (pwa) board. As a result, the pwa board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.